Event description:
Medtronic legal received information from the attorney of the family regarding insulin pumps subject to (B)(6) 2022, related to minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the customer to suffer personal injuries. Customer had hypoglycemia and hospitalized for hypoglycemia and seizure. Reporter was not able to specify the pump identifier that the customer was using at the time of the adverse event. No further details were provided. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.